Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Other device used: catalog # 00598003701, nexgen stemmed tibial component, lot # 60043507. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain.

Manufacturer narrative:
Information was previously submitted under report #0001822565-2015-02564-2. Supplemental information indicates that the patient underwent a bilateral arthroscopic debridement (lateral retinacular release) 18 months after the primary tka. The revision surgical notes were received and state that severe osteolysis was found underneath the patella, the femur (with a large deformity), and the medial tibial plateau. Also, there was evidence of a yellow oxidation at the anterior aspect of where the polyethylene articulates with the tibial baseplate. A review of the compatibility matrix identified that all the components are compatible. This supplemental information does not help to determine a definitive root cause and the previous conclusion remains unchanged.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The device history records for the tibial and femoral components were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. These devices are used for treatment. A product history search identified no other complaint for the part and lot combination of the femoral or tibial component. Review of the legal claim found that evidence of loosening and/or other indication are alleged against and led to painful revision surgeries of the bilateral tka. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Per the package insert of the femoral component, the patient must be aware and the patient informed of the potential painful adverse effects such as implants loosening and/or failure associated with this procedure. A definitive root cause cannot be determined with the information provided.